Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record of the reported device could not be conducted because the lot number was not provided. The reported patient effect of angina is listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized with polydipsia, polyuria, emaciation, intermittent chest pain and backache. On (B)(6) 2014, the patient underwent coronary angiography percutaneous coronary intervention. A 3.0 x 28 mm xience xpedition stent and a 3.5 x 18 mm xience xpedition stent were implanted in mid left anterior descending artery. The patient recovered and was discharged on (B)(6) 2014. The patient was re-hospitalized on (B)(6) 2017 with intermittent chest tightness and suffocation [dyspnea]. No angiography was performed. The patient was given treatment with medications. The patient was getting better and discharged at the hospital on (B)(6) 2017. Per physician, the relationship between the event and the devices cannot be determined. No additional information was provided.